Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2017-03299 for the first spyscope digital access and delivery catheter and 3005099803-2017-03300 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A second spyscope digital access and delivery catheter was used and the same thing happened. Reportedly, no part of the devices detached. The procedure was completed with the second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.